Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro 2 extension cable was returned from sterilization and the black collar on the end was missing. The piece was found attached to the adaptor cable. A replacement cord was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4).